Event description:
Miradry patient has a staph infection after procedure. The patient is a 19yo female and was admitted to the hospital on friday, august 4th.

Manufacturer narrative:
Additional information requested from physician, however more information was not available.